Event description:
I have had on-going problems with dexcom g7 sensors beginning on (B)(6) 2025 and continuing through (B)(6) 2025. Many sensors failed to release, and on (B)(6) 2025, caused a great deal of bleeding, pain, nerve damage, continuing through today. 18 of 21 sensors were defective with needles reversed: sharp ends inserted into the cap, rather than into the skin, and thus were unusable -could not access blood for meter. These units had manufacture dates of 02/01/2025 (malaysia). As such, there should be a recall of that production batch. I traveled overseas for 90 days, which would have required 9 sensors for the duration. I carried 18 with me. Unfortunately, most were of the same batch, and were not usable. During the final six weeks of my stay, I had only one remaining sensor, and I asked my dexcom contact (assigned since the damage to my left arm,) to provide replacements. I provided photos of those units, as well as information on local providers. My contact, (B)(6), refused to assist, suggesting that I simply self-check using a manual glucometer. I was forced to purchase 7 units locally, at a cost of approximately $1,000. The first night wearing a replacement sensor, I was woken at approximately 1:30am of the g7 alarm signaling a dangerous low of 40 and falling. Had I not purchased the sensors, due to dexcom's malproduced sensors, would likely have died, by the time my husband would have woken up that morning. Three additional (B)(6) 2025, were found at my (B)(6) home, and certainly not used. Dexcom has demonstrated absolutely no concern by this. I remain with a disabled left arm; I live in constant pain; and could have lost my life. Clearly, dexcom's facility in malaysia lacks adequate quality control, and dexcom should be forced to cease operating that location until these issues are corrected. I will report this situation to all other regulatory and consumer protection entities, as well as to medicare. Pt codes: 1994, 1979. Device codes: 3023, 3270, 1506, 2588. Ref reports: mw5178257, mw5178258, mw5178259, mw5178260, mw5178261, mw5178262, mw5178263, mw5178264, mw5178265, mw5178267, mw5178268, mw5178269, mw5178270, mw5178271, mw5178272, mw5178273, and mw5178274.